Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer reported that they experienced vomiting. Customer rush to the emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they stopped using insulin pump. The customer was treated insulin drip at the hospital. Customer was not using auto mode feature at the time of reported event. The insulin pump will not be returned for analysis.